Manufacturer narrative:
The micro drill medium straight attachment was discarded; it is not repairable once it is disassembled.

Event description:
The micro drill medium straight attachment was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device; no further info was provided.